Event description:
Caller reported cgm error 42, which occurred three or more times on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the pump.